Event description:
A low glucose readings issue was reported with the abbott diabetes care (adc) device. It was reported, the customer was receiving unspecified glucose sensor scan results perceived to be low when compared to unspecified blood glucose test readings obtained from a competitor brand meter. As a result, the customer experienced unspecified symptoms of hypoglycemia and fainted resulting in a fall. It was further reported, the customer was unable to provide self-treatment and was seen at a medical facility where they received treatment with "glucon' (energy drink), biscuits and food (unspecified) provided by healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue was reported with the abbott diabetes care (adc) device. It was reported, the customer was receiving unspecified glucose sensor scan results perceived to be low when compared to unspecified blood glucose test readings obtained from a competitor brand meter. As a result, the customer experienced unspecified symptoms of hypoglycemia and fainted resulting in a fall. It was further reported, the customer was unable to provide self-treatment and was seen at a medical facility where they received treatment with "glucon' (energy drink), biscuits and food (unspecified) provided by healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.